Manufacturer narrative:
The device remains implanted and will not be available for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If additional, new information is received, or if the product is unexpectedly received for analysis, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years, eight months post implant of this bioprosthetic valve in the pulmonary position in a pediatric patient, the device was replaced valve-in-valve with a medtronic transcatheter pulmonary valve (tpv) due to increased gradients of 80 mmhg. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.